Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. Analysis indicated the outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action, but returned product testing found the device did not perform as described in the field action. (B)(4).

Event description:
It was reported that the patients right ventricular (rv) lead exhibited oversensing noise and a significant increase in short v-v intervals was noted. A lead fracture is suspected. The lead was extracted and replaced. No patient complications have been reported as a result of this event